Event description:
User facility reports incident of a leaks at the arterial and venous patient connectors found 2.5 hours into hemodialysis treatment. No problems were noted with initial connections. Ebl = 200-250 cc. Normal saline was administered and treatment terminated. No pt injury is reported. MDR is filed for blood loss.